Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c1735874 involved in this complaint device involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 20th november 2020. The returned device lab findings and observations can be referred through the attached files. In summary the following results were observed in the lab evaluation: stent was returned separately and fully deployed on return. Polyimide was returned separately and it was observed broken. Red marker on top of handle was at full deployment. Handle was actuating fine. Lock wire was not returned. Following the lab evaluation additional information was requested to aid investigation. Several attempts were made to obtain additional information. The relevant information has not yet been provided, however, if device is received, the file will be updated accordingly. - can you please when during procedure they try to pull the lock wire? - what was the position of the stent once device was removed from the patient? -was the introduction system recaptures before the device removal from the patient? Documents review including IFU review: prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1735874 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1735874; upon review of complaints this failure mode has not occurred previously with this lot #c1735874. The instructions for use ifu0062-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use", "when stent point-of-no-return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle", "after deployment, fluoroscopically confirm full stent expansion. While maintaining wire guide position, push direction button on side of delivery handle to opposite side. Squeeze the trigger to completely recapture the introduction system". There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy causing compression on the delivery system and possibly causing polyimide break and leading to the deployment issues and this could have contributed to the inability to safety wire removal after stent deployment. Therefore, all the failures are related. Additionally it may have been possible that the deployment difficulties were due to premature removal of safety wire, the safety wire was not returned, assuming it has been removed. Potentially, by removing this wire prematurely, this could have contributed to the inability to deploy the stent. It may be noted that it is also possible that the introduction system was not recaptured before device removal, as the red marker on top of handle was at full deployment on return. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. From additional information provided, stent was still attached to the wire guide and had to be removed manually (forceps). Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluated 20-nov-2020. "Polyimide broken. Stent fully deployed on return." Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow-up supplement report is being submitted due to receipt of the additional information and evaluation of the complaint device. Additional info received 18-nov-2020. It was still attached to the wire guide and had to be removed manually (forceps). Device evaluated 20-nov-2020. "Polyimide broken. Stent fully deployed on return." Initial complaint details: customer was not able to release the stent totally out of the delivery system. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: 1. Was the directional button fully engaged? 2. Did the red indicator move when the trigger was pressed? Yes. 3. Did the red indicator continue to move after the delivery stopped? N.a. 4. Were any cracking/popping sounds heard from the handle? No. 5. Was the stent partially exposed? N.a. 6. If the stent was partially exposed, was it possible to recapture the stent fully before removal? N.a. 6. Were any additional procedures needed? No. 7. What is the patient outcome? Another stent was placed . Prefix: evo. General questions: 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during procedure. 2. What endoscope type and channel size was used? Olympus 180 series, 3,8 mm working channel. 3. What was the position of the elevator? Was it opened or closed? N.a. 4. Details of the wire guide used (diameter, type, make)? Bsc dreamwire ´35. 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N.a. 6. How long was the stent in the patient by the time this complaint occurred? N.a. 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? N.a. 8. Is the patient known to be covid-19 positive? N.a. Stricture information: 1. What was the length and diameter of the stricture? Lengt 2-3 cmn, diameter 1-2mm max.. 2. Where was the stricture located in the body? 3. Was there resistance felt passing wire guide through stricture? No. 4. Was there resistance felt passing the evolution through stricture? No. 5. Was the stricture dilated before stent placement? No. Questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes. 2. Was resistance felt during insertion into patient? If yes, at what point? No, not more than usual at insertion. Questions related to during stent placement. 1. Did the product fail during stent deployment or recapture? It deployed alright, but the at retrieving the last part (the retrieval wire got caught in the central part (with the plummet) of the stent, and could not be ¿freed¿ 2. Was the directional button pressed during use? No. 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes, it was fully deployed, and had to be removed (in a not very stable patient) 4. Was the yellow marker kept in view during deployment? Yes. 5. Are images of the device or procedure available? N.a. Questions related to during introducer withdrawal 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? ¿ n.a. 2. Did the stent open sufficiently to allow withdrawal of introducer safely? ¿ n.a. 3. Was the safety wire fully removed before removing the delivery system? ¿ yes. 4. Did any part of the product snag/get caught with the stent when removing the delivery system? ¿ n.a. 5. Are images of the device or procedure available? ¿ n.a. Questions related to during stent repositioning/removal. 1. What instrument was used for stent repositioning / removal? Forceps, snare. N.a. Was the lasso (suture) loop used during repositioning. N.a.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer was not able to release the stent totally out of the delivery system. Patient outcome: a section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: was the directional button fully engaged? Did the red indicator move when the trigger was pressed?: yes. Did the red indicator continue to move after the delivery stopped?: n.a. Were any cracking/popping sounds heard from the handle?: no. Was the stent partially exposed?: n.a. If the stent was partially exposed, was it possible to recapture the stent fully before removal?: n.a. Were any additional procedures needed?: no. What is the patient outcome?: another stent was placed. Prefix: evo. General questions: at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal): during procedure. What endoscope type and channel size was used?: olympus 180 series, 3,8 mm working channel. What was the position of the elevator? Was it opened or closed?: n.a. Details of the wire guide used (diameter, type, make)?: bsc dreamwire ¿35. Did any part of the stent contact the patients anatomy when the complaint occurred?: n.a. How long was the stent in the patient by the time this complaint occurred?: n.a. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often?: n.a. Is the patient known to be covid-19 positive?: n.a. Stricture information: what was the length and diameter of the stricture?: lengt 2-3 cmn, diameter 1-2mm max. Where was the stricture located in the body? Was there resistance felt passing wire guide through stricture?: no. Was there resistance felt passing the evolution through stricture?: no. Was the stricture dilated before stent placement?: no: questions related to during insertion into patient: was the product inspected for kinks or damage before use?:yes was resistance felt during insertion into patient? If yes, at what point?: no, not more than usual at insertion. Questions related to during stent placement: did the product fail during stent deployment or recapture?: it deployed alright, but the at retrieving the last part (the retrieval wire got caught in the central part (with the plummet) of the stent, and could not be freed. Was the directional button pressed during use?: no. Was any part of the stent observed in contact with the patients anatomy at the time of failure? : yes, it was fully deployed, and had to be removed (in a not very stable patient). Was the yellow marker kept in view during deployment?: yes. Are images of the device or procedure available?: n.a. Questions related to during introducer withdrawal: was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used?: n.a. Did the stent open sufficiently to allow withdrawal of introducer safely?: n.a. Was the safety wire fully removed before removing the delivery system?: yes. Did any part of the product snag/get caught with the stent when removing the delivery system?: n.a. Are images of the device or procedure available?: n.a. Questions related to during stent repositioning/removal: what instrument was used for stent repositioning / removal? Forceps, snare: n.a. Was the lasso (suture) loop used during repositioning: n.a.